Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Customer declined to troubleshoot the issue. Additionally, it was reported that resistance was experienced during the fill process. Customer successfully used the cartridge for insulin therapy. Customer's blood glucose level was 126-127 mg/dl.